Manufacturer narrative:
The investigation has been reopened to report the head and liner. Depuy will notify the FDA when the investigation is complete..

Event description:
Clinical report states that the patient was revised because of a loose femoral component. *update** 2/6/2013 - patient's medical records were received. Records indicate upon revision cloudy fluid was found in the hip joint. The head and liner were added to the complaint.

Manufacturer narrative:
Medical records and x-rays were provided and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.